Event description:
It was reported that "there is no specific event associated with this pump." It had reached near eri (elective replacement indicator), "so it was replaced, before alarms begin sounding." The catheter was found to be patent, was dripping csr (cerebrospinal fluid) freely, "so we just replaced the pump." The drug delivered via the device per the logs was baclofen 2000 mcg/ml at the daily dose of 301 mcg.

Manufacturer narrative:
(B)(4). Final analysis of the pump revealed a high s2 battery resistance. The in house battery tester reported r = 383 ohms. The battery logs showed .47 volt drop. Logs were clean with no indication of a stall occurring at any time. Catheter analysis: received for analysis was a 40 degree pump connector with only the proximal segment. Analysis concluded acceptable catheter testing.